Event description:
It was reported that (1) ax55g was used during a sigmoid colon resection procedure. It was reported by the rep that while using ax55g to staple distal portion of sigmoid the ax55g did not fire any staples. The surgeon was unaware the stapler did not fire until the release of the stapler. The case was complete with a tlc75. There was no consequence to pt.